Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth implants due to the patients concerns with the product."

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: broken shell, yellow biological tissue and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.